Event description:
It was reported that during a bilateral surgical splitramus osteotomy of the mandible, the blade broke at the connection of the blade to the shaft. It was further reported that another blade was readily available and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, if the product is received, an evaluation will be performed and a follow-up MDR will be submitted.